Event description:
A 7.0 solution can show some minor bacterial growth when the product nears 6 months or beyond of life. While not bottled or advertised as a sterile solution, mesa has performed extensive testing to ensure that this growth does not impact readings or the viability of our meters in any way.